Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information received information that this patient was admitted into the hospital's emergency room. The time listed for episode#13 was 12:36:35 pm. The patient was seen the following morning and upon review of the episode, a different time was identified. The technical service's consultant discussed how data is stored in the device and suspects that the arrhythmia started as atrial fibrillation that converts to ventricular tachycardia and shock therapy results in revision to ventricular fibrillation. The ventricular fibrillation is sensed by the device and is successfully terminated following another shock from the device. Boston scientific received information that the device's conditional zone was reprogrammed. There were no adverse patient effects. The available information suggests that the device remains in-service.

Manufacturer narrative:
The available information suggests that this device remains in-service. There was no reported intervention (reprogramming or invasive). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had been admitted into a medical center trauma unit in (B)(6) 2018 due to involvement in a motorcycle accident. The boston scientific representative had been contacted to interrogate this device. A review of stored s-egm data identified multiple arrhythmias including possible atrial fibrillation with rapid ventricular responses and possible rate-related ventricular tachycardia (vt)/ventricular fibrillation (vf). Some t-wave oversensing (with smartpass enabled) was noted on untreated episode#27. Untreated episode#25 is best correlated with the patient's event from ems data logs. The patient had an event that caused the patient to lose control of a motorcycle on the highway. The patient had no recollection of the accident but does recall on treated episode#17 on june 26, 2018 of feeling "funny" which required bed rest. A review of the episode found that the first shock delivery failed to convert the vt. The arrhythmia accelerated into vf which was successfully terminated with reverse polarity by the device. Subsequently, the patient was in atrial fibrillation and was cardioverted externally by the medical center trauma team. At the time of the device interrogation by the boston scientific representative, the patient was in sinus rhythm. The patient was encouraged that upon hospital discharge, the patient should schedule an appointment with the device-managing physician to further evaluate the system. According to the nurse, at the time of the accident, the patient's potassium was low and the patient was most likely dehydrated with local temperatures in the 110 degree f range.